Event description:
The rptr stated that rptr did back to back (rapid succession) blood glucose tests. Rptr's results were 161, 78 and 143 mg/dl. Rptr did not have any symptoms. A control test was in range, 122 (93-139). On follow up, the rptr stated that rptr has a hard time getting enough blood, and it's awkward for rptr to apply blood to the strip. Rptr is newly diagnosed and is still learning how to test using new meter. No harm was alleged.